Event description:
It was reported that during a laparoscopic sigmoidcolectomy, there was an incomplete staple line. The case was converted to open procedure. No additional info known at this time.

Manufacturer narrative:
Info anticipated, but unavailable at this time.